Event description:
Reportedly, a warning message was displayed about "suspected abnormal lead impedance and "defibrillation system potentially ineffective". It should be noted the event was reported without reliable info about the defibrillation lead (model and serial number are still not confirmed at this point). Preliminary analysis revealed that emi (50hz) oversensing are most probably responsible for the inappropriate shock; in addition, the shock was ineffective (no energy was delivered).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.